Manufacturer narrative:
Visual analysis was performed on the returned device the reported activation failure was unable to be confirmed due to the damage noted on the delivery catheter. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported activation failure was likely due to circumstances of the procedure. It is likely that the noted kinks in delivery catheter occurred during advancement to the target lesion and contributed to the deployment failure while in the anatomy. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified and heavily tortuous lesion in the internal carotid artery. The nav6 embolic protection system (eps) was advanced to the target lesion however the filter failed to deploy. The eps was removed and replaced with another one to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Return device analysis noted the filter was torn.